Event description:
It was reported the patient had reported syncopal episode. The heart rate was in 30-40 bpm and the patient was scheduled for a pacer implant. During the procedure, this right ventricular (rv) lead thresholds were reported high. The patient was transcutaneous paced throughout the case after flatline and the heart rate of 22 bpm on the table. The patient had an asystole as soon as the physician started the procedure. The next morning, there was no evoked response and so right ventricular auto threshold (rvat) test was not working. Then boston scientific representative was testing thresholds at various outputs and saw no loss of capture (loc). The patient lost consciousness. The impedance measurements were at 950 ohms. It was suspected that the lead could have perforated. X-ray imaging was performed which looked normal to the health care professional (hcp). Echo was performed a few hours later and lead position confirmed to be in the coronary sinus (cs) (not the rv). The plan was to perform a lead revision. Subsequently this rv lead was repositioned as it dislodged. This rv lead remains in service. No additional patient adverse effects were reported.